Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), e1 (initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). Event site address: bang kho laem district. A getinge field service engineer (fse) was dispatched to evaluate the unit and upon inspection confirmed units display screen was fading away and resetting while powered on. The fse proceeded to replaced the top display lcd screen. Unit passed the all functional and safety tests according to factory specifications. The failure analysis and testing department received the following part associated with this complaint: display top lcd. This part was received with a reported unit failure message of ¿screen goes out intermittently.¿ the failure analysis and testing department performed a visual inspection, and the parts were found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed display top lcd, into the cardiosave test fixture and tested as per manual. The fat dept. Performed functional tests and passed. Also, pumped the cardiosave test fixture and could not observe screen out intermittently. The fat dept. Could not verify the failure message of ¿screen goes out intermittently.¿ display top lcd passed testing. Retaining display in the fat dept. Per procedure.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter - (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a faulty screen that goes out intermittently. No patient involvement.